Manufacturer narrative:
Manufacturer's service technician identified during routine preventive maintenance that the unit's touch screen key positions were misaligned, and could not be corrected by calibration. Touchscreen was replaced. Unit was checked overall, cleaned, run in tests, alarm tested and check tested and functionally tested. Then no abnormality was confirmed.

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service identified the touch screen key positions were misaligned. There was no patient involvement.